Manufacturer narrative:
Investigation summary: lot analysis 6267839 this lot number was built on qfa line 4, from september 27, 2016 thru september 29, 2016. 6272924 this lot number was built on qfa line 3, from september 28, 2016 thru september 30, 2016. Review of the dhrs revealed all required challenges samples and testing were performed per specification and in accordance with the in-process sampling plans, it was noted that there were no reject activity findings throughout the build of this lots that would impact upon the quality of the product. Visual analysis: observations and testing: received two 24ga pegasus units as follows: one pegasus unit was received with the needle assembly and had 2 q-syte units attached to the y adapter and the other had 1 q-syte unit attached to the y adapter (needle assembly was not returned). Visual/microscopic evaluation: unit 1: the septum was molded using the 16 cavity mold. No damage was observed on the septum top disk. No damage was observed on the column wall. Damage (tears) was observed on the septum bottom disk (dissected after leak test) water leak test: attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on the un-actuated or the actuated positions. Unit 2: the septum was molded using the 16 cavity mold. Damage (tears) was observed on the septum top disk no damage was observed on the column wall. No damage (tears) was observed on the septum bottom disk (dissected after leak test) water leak test: attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on the un-actuated or the actuated positions. Unit 3: the septum was molded using the 16 cavity mold. Damage (tears) was observed on the septum top disk no damage was observed on the column wall. Damage (tears) was observed on the septum bottom disk (dissected after leak test) water leak test: attached the iso standard luer from the water leak test to the end of the q-syte unit, no leakage was observed on the un-actuated or the actuated positions. Investigation conclusion: root cause relationship of device to the reported incident: indeterminate. A definite source that contributed to the tears (top-bottom slits) could not be established. The damage is normally attributed to incorrect usage or excessive actuations. An exact origin of the failure experienced by the customer could not be determined since the units did not leak during the testing performed in the laboratory.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found the septum leaking on a bd q-syte¿ luer access split-septum stand-alone device when connecting with the infusion set. There was no report of exposure, serious injury or medical intervention.